Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device was nearly fractured. A 6f guidezilla ii was selected for use due to insufficient guide catheter support. Routine procedures were performed including dual-wire ballooning, pre and post dilation, stent placement, and intravascular ultrasound. No special maneuvers were performed. However, subsequent attempts to advance the guidewire failed. The guidewire was replaced but still failed to pass. The guidezilla was withdrawn and it was noted that the hypotube connection was nearly fractured. The procedure was completed using this device. There were no patient complications, and the patient was stable after the procedure.